Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) shock due to disagreement on supraventricular tachycardia (svt) discrimination. Programming changes were made. The patient's condition remained stable.